Manufacturer narrative:
During testing, it was found that the device distal pressure sensor had drifted out of calibration. The customer contact's reported event of device did not pass the distal occlusion test was duplicated in testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device did not pass the distal occlusion testing. This is not a reportable malfunction. However, during verification testing at the service center, the distal pressure sensor calibration had drifted out of tolerance.